Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0zg0e, implanted: (B)(6) 2015, explanted: product type lead product ID: 3387s-40, lot# va0z6c5, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 23-jul-2018, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 08-jul-2018, UDI#: (B)(4) date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for essential tremor and movement disorders. Patient reported that they had a weird electrical taste in their mouth and knows it is related to the device/therapy. Patient decreased voltage to the point that the tremors were barely managed. Patient stated that they already saw a doctor that they won't be going back to, but patient has another doctor set up to see already. No further patient complications were reported/ anticipated as a result of this event. Additional information was received from the patient reiterating the electrical sensation in the mouth almost like they are touching a battery and also have severe insomnia over the last year. At first it was very intense, they tried to adjust programming and it took it from a level 10 discomfort to an 8. They finally got their doctor to order an MRI. They state they tend to hyperextend their neck a lot and are wondering if they maybe displaced a lead which is causing the issues even though they are still getting therapeutic effect for tremor. Additional information was received from the manufacturer representative and consumer reporting that the patient had tingling and numbness in the mouth. An MRI was ordered for the patient. The patient thinks he has a lead displacement. They did a CT scan about a month ago and only see one lead they can't see the other. The procedure is due to a problem with the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the cause was undetermined and remained under investigation. No actions/interventions taken yet as it was under investigation. The issue was unresolved.